Event description:
It was reported that the patient was hospitalized due to pericardial effusion. Echocardiogram confirmed right atrial (ra) lead perforation. It was also noted that the ra lead exhibited high capture threshold. During the lead reposition procedure, the helix of the ra could not be implanted. The ra lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.